Event description:
The plaintiff was implanted with an ams sparc sling system "to treat stress urinary incontinence, and/or pelvic organ prolapse," it was alleged by the plaintiff's attorney that the plaintiff "suffered injuries including infections, pain, mental anguish, discharge and multiple corrective surgeries as a result of her implantation of the pelvic mesh device." It was also alleged that the plaintiff, "has experienced significant mental and physical pain and suffering, sustained permanent injury, undergone medical treatment and will likely undergo further medical treatment and procedures," and "other damages."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.